Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 448 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they received insulin flow blocked alarm. The customer was assisted with troubleshooting and declined for high blood glucose and insulin flow blocked alarm. The insulin pump will be returned for analysis.